Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank myqlink (myqlink) permissions were incorrectly disabled and did not update from pharmacy. A technical support specialist updated user's permissions to reflect what was in the client profile to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 unable to access a patient profile to issue medications because the issue button was missing, and after checking myqlink it was found that all her permissions except facility admin had been turned off, apparently overlooked during a pharmacy permissions change, so her client profile was reviewed and her permissions were updated to match the documented facility admin settings. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.